Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the rigid tube was dented and outer cover dirty. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction (image noise) : this event is caused by a component failure of the imaging unit (ccd). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction (the rigid tube was dented): the cause of the rigid tube failure could not be determined. The most likely cause is that too much force was applied to the rigid tube. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: warning risk of injury to the patient and the user the use of a damaged product or of a product with improper functioning can cause an electric shock, mechanical injury, infection and thermal injury. ¿ before each use, observe the instructions in the section "4.2 inspection" on page 21. ¿ do not use a damaged product or a product with improper functioning. ¿ replace a damaged product or a product with improper functioning. Warning risk of injury to the patient and the user the use of a damaged product or of a product with improper functioning can cause an electric shock, mechanical injury, infection and thermal injury. ¿ do not use a damaged product or a product with improper functioning. ¿ replace a damaged product or a product with improper functioning. 1. Check that the product has: ¿ no dents, cracks, kinks, or deformations ¿ no cuts and other defects on the outer sleeve of the cable ¿ no deep scratches ¿ no corrosion ¿ no lens damages or cover glass damages ¿ no missing or loose parts 2. Check all markings on the product for clear visibility. Notice risk of damage to the product if endoscopes touch each other during reprocessing, transport or storage, damage to the endoscope can occur. ¿ avoid that the endoscopes touch each other during reprocessing, transport or storage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had noisy image. The issue occurred during video- assisted thoracoscopic surgery for a therapeutic procedure which was completed with an olympus back-up device. There were no reports of patient harm.